Event description:
Device malfunction: none. Symptoms/ae: retroperitoneal hematoma. Time of ae: after clip deployment. It was reported that a physician trained in the use of the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure; however, during deployment of the clip, the hemodynamically stable patient began to experience hypotension. Post deployment, the patient developed a large retroperitoneal hematoma on the right flank. The treatment included IV fluid, 2 units fresh frozen plasma, 2 units packed red blood cells, levophed and dopamine. It should be noted that the patient had a low hemaglobin and hematocrit prior to the procedure and was receiving packed red blood prior to the start of the procedure. The hypotension resolved the evening of the procedure day. Additionally, one day post-procedure, the patient developed mid left upper extremity weakness and neglect. A CT was done showing no change from the previous one. Six days post-procedure, the neurological symptoms were improving and the patient was discharged to a rehabilitation facility. Although requested, there was no additional information available.

Manufacturer narrative:
Study report. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The xact stent lot# 393659 is being filed under manufacturer report # 9616695-2009-00044.